Manufacturer narrative:
Device it power up properly after battery installation. Device received with operating currents within specification. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test. No under delivery anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer had high blood glucose level of 545 mg/dl. Customer was treated with insulin pump. Customer was alleging insulin pump for under delivering because customer's blood glucose level was not going down even after changing the twice. Customer stated that there was no air bubbles and leak. The insulin pump will be and reservoir will not be returned for analysis.